Manufacturer narrative:
PMA / 510(k) #: without knowing the specific device model and its associated cat. And lot. Numbers, the 510(k) # is unknown. The five possible 510(k) numbers for bd insulin pen needles are; k110703, k110105, k100005, k060007. And k051899. Results: a sample will not be returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a consumer came into the (B)(6) with a used bd insulin pen needle (unknown model) with only the inner shield covering the needle. The consumer complained that the pen needle was clogged and handed it to a pharmacist. The pharmacist removed the inner shield to investigate the consumer's claim and then re-shielded the pen needle. When he re-shielded the needle, the needle went though the inner shield and stuck his finger. The pharmacist then went to a worker's comp doctor where they drew blood and gave him a tetanus shot. The pharmacist returned to the doctor one week later and was told the test results were negative. He was offered a 28 day course of prophylactic medication but opted not to take it. The pharmacist will be re-evaluated and have additional lab work done every six weeks over a six month timeframe. The pharmacist also reported that he is feeling fine and has not had any other medical interventions related to this incident.